Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they were told by the rep to turn the unit off going in and out of stores. They were told it was emi and to see the healthcare provider to ¿ensure working properly.¿ the healthcare provider¿s staff opened up extra programs to the patient on the controller and changed program and told them to return if ¿occurs again¿ and a manufacturer representative would be called. The patient stated that at this point they were so afraid of a repeat shock that they were considering removing it. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence/ neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Their unit shocks their (crotch) perineum when going through a metal detectors-severely. Last month ("about mid- september, maybe either september 28 or october 5"), patient stated she left (B)(6) and her current device shocked her so bad that she jumped off the floor. Patient added that now when she leaves a store, she's "like a rat in a maze" and runs through the metal detector. There was no fall or trauma reported. During the call, patient mentioned, "they was literally black and blue on their "profanity" for 3 weeks" after the ins and lead were replaced, noting that it was a "bad surgery. The surgery was due to normal battery replacement. Patient to follow up with hcp. There were no further complications reported.